Event description:
Boston scientific received information that the patient with this device and unknown right ventricular lead was hospitalized. Device interrogation revealed intermittent loss of right ventricular capture resulting in asystole greater than two seconds. The outputs were reprogrammed to 6.5v and consistent capture was observed past reprogramming. A chest x-ray will be performed and the results will be provided to the physician. Post programming this device displayed two years longevity remaining. It is unknown whether there is a device malfunction and whether the rv lead is a boston scientific product as no lead information could be found. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.